Event description:
Related to (B)(4) the hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2, when harvesting the lower leg vein, after 8-10 cauterizations, the device stopped working. They did the wait time and tried again; it burned for 2 secs then stopped again. They changed out the vh-4020 cord, no change, traded the power supply out and no change. They then opened a second kit and they still struggled with same issue but was able to finish the harvest and got the vein out without any issues to the vein or patient. Power supply was at 2.5; tool was inserted correctly. Was about a 10 minute delay as they were trying to diagnose the issue. The pre-cautery test was performed and passed. The beeping sound was heard until the issue occurred.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.